Event description:
No additional information.

Manufacturer narrative:
The customer provided a photo but is just for the label and the lot number. The photo does not show the sample or confirm any issues, and the physical sample was not sent in. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that; the tubing had become dislodged while taking down the chemotherapy from the IV pole.